Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient developed an infection of his inflatable penile prosthesis, which made the pump to erode from the scrotum. The patient underwent surgery to replace the device with a malleable penile prosthesis. The infection was treated with antibiotics. There were no further patient complications.

Event description:
It was reported that the patient developed an infection of his inflatable penile prosthesis, which made the pump to erode from the scrotum. The patient underwent surgery to replace the device with a malleable penile prosthesis. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.